Event description:
It was reported that the patient underwent an unknown spinal procedure. During the procedure it was noted that the screw cross threaded and a new screw was used to complete the procedure. No complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that the bottom surface of the threads is scratched, consistent with an angulation of the setscrew inside the mas. The lower surface of the setscrew is showing scratches and deformation of the central pointing tip. These damages are consistent with the setscrews having pressing down a spinal rod. The crown is showing symmetrical impactions due to tightening with a spinal rod. The upper surface of the threads is scratched, consistent with an angulation of the setscrew inside the mas. The outside surface of the mas head present several scratches due to the rod insertion or mas removal maneuvers. No pre-existing defect has been identified at the level of the damages. The damages of the mas and the setscrew are consistent with the cross-threading of the setscrew. Cross-threading may happen when the surgeon tries to engage the setscrew on the bone screw head once pushing the rod with the setscrew and without reduction instruments.